Manufacturer narrative:
On july 1, 2021, mentor became aware that the patient experienced bilateral extracapsular rupture, and right side granulaoma. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 28, 2021, mentor became aware that the date of surgery is (B)(6) 2021. Hence, following fields have been updated on this form: is required intervention has been selected under section b; field b2 fields d6b for explantation date is (B)(6), 2021. Field h6 health effect - impact code ¿device explantation¿ has been added field h6 type of investigation has been updated to "device not returned" reason for device explant and/or reoperation: right rupture, and granuloma since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 8, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per paperwork received with the device, the date of surgery was (B)(6) 2021. Hence field d6b has been updated to (B)(6) 2021 on this form. On (B)(6) 2021, mentor became aware that patient experienced breast implant rupture bilaterally complicated by silicone granulomas formation. It was also reported that the patient has developed capsular contracture; baker grade IV in both breasts. Please see updated event description under field b5. Reason for device explant and/or reoperation: right rupture, and granuloma, and capsular contracture; baker grade IV this supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 61-year-old female patient who underwent breast implant surgery with mentor medical devices (smooth hpg, 450cc, date of implant (B)(6) 2007) has experienced breast implant rupture bilaterally complicated by silicone granulomas formation. It was also reported that the patient has developed capsular contracture in both breasts (bg -IV in the left breast, bg- IV in the right breast). As a result, the patient underwent implant explantation on (B)(6) 2021.

Manufacturer narrative:
On december 6, 2021, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection. Visual analysis of the returned sample revealed that the smooth hpg 450cc breast implant was found to have ruptured into three pieces. Additionally, shell abrasion was observed on the edges of the tear. The evaluation determined that the cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stress to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, breast implants may also wear out over time. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implant capsules and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 5/8/2020, mentor became aware that field d6 was inadvertently left blank under previous submission. It has been updated to "material rupture" on this form. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On (B)(6) 2019, mentor became aware that the surgery was cancelled and it has not been rescheduled. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year-old female patient who underwent breast implant surgery procedure with mentor medical device (450cc mentor memorygel breast implant) developed right-side breast implant rupture which complicated with right axillary and inramammary granuloma (confirmed by ultrasound's results). It was also reported that the patient experienced herniation of the breast implant on the left side. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. This report is for the patient¿s right-sided device.